Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had a circulation problem and there was no negative pressure. In evaluation findings they observed the unit is empty and can not be filled due to a problem with the circulation pump.

Event description:
It was reported that arctic sun device had a circulation problem and there was no negative pressure. In evaluation findings they observed the unit is empty and can not be filled due to a problem with the circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that while the device was empty it could not be filled. The circulation pump was replaced. The device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that while the device was empty it could not be filled. The circulation pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had a circulation problem and there was no negative pressure. In evaluation findings they observed the unit is empty and can not be filled due to a problem with the circulation pump.